Manufacturer narrative:
Device received with all operating currents within specification and passed the rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test, self test and displacement test. No prime or rewind anomalies noted. No unexpected battery alarms including low battery alarms were noted. The motor was tested outside the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin was squirting out. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the rewinding was slower. The insulin pump will not be returned for analysis.